Manufacturer narrative:
Tracking #.58157/j. D5,6; h4: information not available, device not returned for analysis.

Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. It was reported the case was in early may. The 511sd port was leaking and the staff noticed the white "o" ring in the pt's abdomen. It was retrieved. It is not known if another trocar was opened or if the case was finished with this trocar. There was no consequence to the pt.